Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot#: (B)(4), ubd: 02-may-2009, UDI#: (B)(4); product ID: 8596sc, serial/lot#: (B)(4), ubd: 30-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration unknown) at 433 mcg/day. It was reported the caller wanted a second opinion on what the medication should be set at. It was also reported on (B)(6) 2020, the pump had to be replaced due to the catheter being blocked. It was noted the patient¿s pump was "set at approx. 900 for the dose" and when they replaced the pump and the catheter, they set the pump at "433 cutting the medication in half." It was noted the patient had problems with "under exposed or over exposed medication" and it was clarified "too much or too little medication." The patient would present toxicity or coma like symptoms. It was also reported the patient was still in a lot of pain and had to be restrained because he hurts himself when he was not getting enough medication "like he starts hitting his head." The caller was redirected to the doctor regarding medication questions. It was noted the pump was supposed to be replaced in (B)(6) or (B)(6) 2020 but they had to replace on "saturday" because of the catheter blockage. The event date was asked and unknown. No further complications were reported.